Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported via legal complaint that the patient allegedly experienced a hyperglycemic event. It was reported that the patient¿s dexcom g6 device allegedly ¿failed to accurately report her glucose status and failed to timely and adequately alert her and her family to developing severe hyperglycemia¿. Per the legal complaint, it was reported that instead of the dexcom device alerting the patient to her developing hyperglycemia, the g6 device allegedly ¿repeatedly indicated that the patient¿s glucose was either normal or was low¿. This reportedly led the patient to act on the falsely low cgm values which caused her to ¿withhold life-saving insulin¿. The patient was hospitalized on (B)(6) 2023, with ¿severe hyperglycemia, dka, acute kidney injury, and suffered cardiac arrest and was ultimately pronounced dead in the early morning hours of (B)(6) 2023¿. No product was provided for investigation. Data was returned but there is no data available on or around the reported event date of march 27, 2023. The allegation and the probable cause cannot be determined. No additional patient or event information is available.